Event description:
Customer reported blank screen on panorama central station which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company representative corrective action included tightening of loose power cable connection on the receiver.